Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the surgeon started to connect the reload to the stapler, however the firing stopped and could not advance on the halfway. They used another device to complete the case and resolve the issue. The procedure was extended for less than 30 minutes. There was no patient injury.